Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator would not charge and an error message was generated. There was no patient involvement at the time of the event. The service engineer inspected the device and found the battery to be defective. The se replaced the battery.

Manufacturer narrative:
Device evaluation: the battery pack was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The battery pack was installed into the failure investigation test ventilator for analysis. The ventilator was powered up in service mode. The ventilator powered up normally. However, error code (B)(4) (ventilator primary battery adc voltage out of range) was generated in the diagnostic logs. The fault was isolated to a hardware short circuit protection fault within the battery. The battery pack was initialized and the internal fuse was reset. The component was again attached to the same failure investigation test ventilator which powered up normally and no errors were recorded. The battery pack now started charging normally (battery leds scrolling) for a period of time and then stopped when it had reached 100% charge. Calibration, est and sst procedures were run successfully without any errors. The unit was put into normal ventilation mode 24 hours. The ac power was disconnected at the end of the run in period to determine how long the ventilator would run on battery power. The operational time on battery power was 75 minutes which is within specification. A review of the ventilator logs revealed that no errors and no unexpected alarms were observed during the run in period. The fault was most likely caused by a current spike which exceeded the battery limits. It is not possible to determine the source, or the sequence of test steps performed leading up to this power surge, at this remove. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.